Event description:
It was reported that this right ventricular (rv) lead showed high, out of range (oor) pacing impedances and an alert was triggered. The measurements were stable but the increase to oor values was abrupt. The lead was suspected to be fractured. Also, loss of capture was observed in bipolar configuration. At this point, the rv lead has been surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.